Event description:
The pt developed a post-op infection. During a second procedure to treat the infection the surgeon discovered and removed a foreign body from the eye. Upon further examination, the surgeon concluded the foreign body was a piece of the polyamide sheath from the trocar that had been used in the initial procedure. The surgeon is monitoring the pt's recovery.